Event description:
A canadian customer called for help with her contour usb meter. She received a blood glucose reading of 25 mmol/l from her contour usb and a reading of 11 mmol/l from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are to be returned for evaluation. Replacement strips and a new meter were sent to the customer.

Manufacturer narrative:
The product code for the test strips was not obtained during the call.